Event description:
Information was received from the legal representative of a patient who was implanted with multiple implantable neurostimulators (ins). The attorney alleged that the patient wanted to hold the manufacturer accountable for ¿knowingly abusing the federal regulatory process to market and distribute an adulterated spinal cord stimulator system¿ and that the patient experienced personal injuries sustained because of the manufacturer¿s ¿defective spinal cord stimulator device.¿ the attorney alleged that maude reports associated with the patient¿s ins model number included ¿more than 2,700 unique adverse events between 2017 and 2022, with recurring patterns of high-frequency charging failure, unintentional shocks, and stimulator migration. These risks were not adequately disclosed in the labeling, training materials, or risk mitigation strategies accompanying the device.¿ the attorney alleged that the manufacturer¿s post-approval modifications to the ins system ¿including firmware, wireless control protocols, battery management algorithms, stimulation parameters, and physical form factor, were implemented through successive PMA supplements without new clinical trials or comparative testing. These changes materially altered the safety and functionality profile of the system but were not disclosed to physicians or patients.¿ the attorney alleged that ¿cumulative changes, spanning hardware design, software control, stimulation delivery, energy source, and interface protocols, materially altered the mechanism of action, clinical handling, and risk profile¿ of the patient¿s spinal cord stimulation system and that the device implanted in the patient ¿bore only nominal resemblance¿ to the system originally reviewed by the FDA. The attorney alleged that the maude database included ¿consistent adverse event narratives describing ¿shock-like sensations,¿ ¿burning pain worse than before the implant,¿ ¿rapid loss of charge,¿ and ¿non-functional devices within months of implantation.¿¿ it was noted that the manufacturer had a continuing obligation to revise its product labeling to reflect new or evolving safety information and to submit a new PMA when the cumulative effect of device modifications materially altered the safety or effectiveness of the system; the attorney alleged that the manufacturer ¿failed to comply with each of these obligations.¿ on 2024-jun-06, the patient was implanted with an ins system. The permanent spinal cord stimulator system was programmed by a manufacturer representative. After the permanent spinal cord stimulator system was implanted, the patient began to experience bladder and bowel incontinence as well as electric shock sensations. The patient¿s ins was reprogrammed. The patient¿s doctor discovered that the spinal cord stimulator system was malfunctioning. ¿on or about¿ (B)(6) 2024, the patient was admitted to an emergency room due to severe lower back pain radiating up the spine into the patient's head, headaches, severe nausea, and vomiting. The neurosurgery department determined that the ins system needed to be explanted. ¿on or about¿ (B)(6) 2024, the patient underwent explantation of the permanent ins system. At that time, heavy growth of bacteria was confirmed on both the spinal cord stimulator device and surgical site. The patient required approximately six weeks of antibiotic therapy, and continued to suffer from severe headaches, lower left extremity paresthesia, nausea, and vomiting. The attorney alleged that the patient continued to suffer from pain and symptoms caused and exacerbated by the malfunctioning system. The attorney alleged that throughout the time the patient was implanted, they were required to ¿undergo additional procedures.¿ the attorney alleged that ¿as a direct and proximate result of the defective and misrepresented nature of the device¿ the patient ¿suffered physical injury, worsening pain, emotional distress, and economic damages including medical expenses and loss of quality of life.¿ the attorney alleged that the patient discovered the probable causal relationship between their injuries and manufacturer¿s conduct only after experiencing continued device-related complications, removal of the device, and finally being informed about the ¿underlying facts of the scs¿ that contradicted the manufacturer¿s representations. The attorney alleged that until the patient learned the underlying facts of the safety and efficacy of manufacturer¿s device, they continued to believe that their condition and the efficacy of the devices were an aberration limited to the patient and not caused by a pattern and practice of the manufacturer. The attorney alleged that the manufacturer ¿failed to disclose that the device had undergone extensive, cumulative modifications since its original approval under PMA p840001 in 1984, and that these changes were implemented without new clinical trials or panel-track review.¿ the attorney alleged that the manufacturer¿s ¿marketing materials, training presentations, sales representative scripts, and labeling materials did not disclose¿ that the patient¿s ins model was ¿based on post-2017 modifications that materially altered the device's design, firmware, charging interface, and patient-control algorithms.¿ the attorney alleged that the manufacturer breached its duty by ¿failing to disclose that its firmware modifications, energy delivery patterns, and device interface had contributed to a growing number of patient complaints and injuries¿including those involving battery failure, painful shocks, stimulation loss, lead migration, and loss of efficacy.¿ the attorney alleged that the injuries sustained by the patient were the ¿foreseeable result¿ of the manufacturer¿s ¿failure to comply with federal regulatory duties, its misrepresentations and omissions regarding the safety and effectiveness¿ of the ins system, and its ¿unauthorized participation in medical decision-making through unlicensed personnel.¿ the attorney alleged that the ins system ¿was defectively manufactured¿ and that the device deviated from ¿design specifications and from other units in the same product line, resulting in an unreasonably dangerous condition.¿ the attorney alleged that ¿the manufacturing defect included, but was not limited to, improper assembly, defective battery control firmware, flawed charging telemetry integration, and defective anchoring or lead stabilization mechanisms¿ and that ¿these defects rendered the device substantially more likely to cause electrical shocks, charging failures, lead migration, and loss of therapeutic efficacy.¿ the attorney alleged that ¿the manufacturing defects directly and proximately¿ caused the patient¿s injuries, ¿including severe pain, worsening neurologic symptoms, numbness in extremities, and diminished quality of life.¿ the attorney alleged that the injuries were not the result of misuse or negligence, but that the device ¿failed during normal and foreseeable use¿ and as a direct result of the manufacturer¿s ¿manufacturing defect¿ the patient ¿suffered injuries and damages including past and future medical expenses, past and future pain and suffering, emotional distress, and loss of enjoyment of life.¿ the attorney alleged that the ins system ¿presented known or reasonably foreseeable risks, including but not limited to painful electrical shocks, lead migration, premature battery failure, stimulation failure, worsening of preexisting pain, and neurologic complications such as numbness in extremities.¿ the attorney alleged that the ins system ¿presented a known risk that it could malfunction in an MRI if it was not put in MRI mode and was used in the wrong kind of MRI machine¿ and if the ins ¿was put in MRI mode but was put in the wrong type of MRI machine, then the malfunction could still occur.¿ the attorney alleged that ¿these risks were not adequately disclosed in the product labeling, instructions for use (IFU), training materials, or marketing documents provided to physicians and patients.¿ the attorney alleged that the manufacturer did not ¿update its warnings to reflect, the known post-market performance of the device as revealed by¿ internal complaint and field reports. The attorney alleged that as a result of the manufacturer¿s failure to warn, the patient ¿received a device whose actual risks far exceeded those disclosed at the time of implantation.¿ the patient suffered physical injuries, pain, diminished therapeutic benefit, and psychological distress that ¿would likely have been avoided had adequate warnings been provided.¿ the attorney alleged that the manufacturer failed ¿to integrate post-market complaint data into product redesign, labeling updates and adverse event reporting systems¿ and ¿these failures were particularly egregious in the context of firmware-dependent control systems that were not present in the predicate device and introduced new and untested failure modes requiring regulatory reassessment.¿ the attorney alleged that the harms suffered by the patient (chronic pain, electrical shocks, neurologic injury, and lack of efficacy) were ¿the of the kind the violated regulations were designed to prevent¿ and the patient¿s injuries were the ¿foreseeable result¿ of the manufacturer¿s failure ¿to comply with these binding regulatory requirements.¿ the attorney alleged that the patient suffered injuries and damages ¿including physical harm, mental distress, diminished therapeutic benefit, and the need for future medical treatment.¿ the attorney alleged that the ins ¿was not of merchantable quality and was not fit for its intended or represented purpose¿ and ¿the device failed to deliver effective neuromodulation, resulted in painful shocks¿ which exacerbated the patient¿s underlying symptoms and introduced new complications. The attorney alleged that ¿these failures were the direct result of post-market modifications made to the system¿particularly its battery controller firmware, stimulation software, and recharging hardware¿that were neither tested in new clinical trials nor disclosed¿ to the patient or their physician. The attorney alleged that ¿the cumulative changes to the device architecture and programming parameters rendered the implanted system materially different from its original predicate and materially unfit for its represented purpose.¿ the patient suffered injuries and damages including physical pain, mental anguish, diminished efficacy of treatment, and the need for ongoing medical intervention. The attorney alleged that the manufacturer had an ¿obligation to ensure that the device was free from dangerous defects¿ and that the manufacturer breached these duties by ¿designing a device architecture and firmware system that introduced new risks without sufficient testing; specifically, implementing firmware-dependent control systems not present in the original predicate device, thereby creating new risk pathways without adequate validation or disclosure" and manufacturing and distributing implants ¿with battery and charging defects likely to result in pain flare-ups, electrical shocks, or lead dysfunction.¿ the attorney alleged that the manufacturer omitted ¿known risks and com plications from product labeling and, training resources.¿ the attorney alleged that the manufacturer¿s breaches of duty were a direct and proximate cause of the patient¿s injuries, including the patient¿s ¿physical pain, neurological decline, loss of therapeutic benefit, emotional distress, and the need for continuing medical care.¿ the attorney alleged that the manufacturer failed to disclose that the ins system ¿had undergone significant post approval modifications under multiple PMA supplements¿ and ¿the safety and effectiveness of the cumulative changes had not been validated or disclosed to implanting physicians.¿ the attorney alleged the patient suffered injuries ¿including avoidable pain, neurological harm, loss of benefit of the device, and ongoing need for medical treatment.¿ the attorney alleged that the patient ¿suffered physical injuries, loss of therapeutic benefit, and emotional distress caused by improper device programming, inadequate postoperative support, and a lack of informed medical decision-making.¿

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_label_acc, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.